Event description:
It was reported that patient had not charged their ipg as recommended in several months, causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, patient reportedly has effective therapy.